Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.